Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and multiple sclerosis. On an unknown date, the patient was flying form the us to the dominican republic (3.5 hour flight) and by the end of the flight, they could hardly walk and had severe stiffness in both lower extremities. The symptoms lasted for 24 hours and "occurred in both directions". No further information was provided. On (B)(6) 2018, additional information was received from a patient. Additional information reported by the patient stated there were on vacation and by the end of the flight both ways, they were experiencing severe stiffness and could hardly walk. The patient stated that "it felt like the pump shut down like he was going through withdrawal". No interventions were mentioned. The event dates of the severe stiffness were (B)(6) 2018 and (B)(6) 2018. The patient was directed to speak with their healthcare professional (hcp). The patient reported they were receiving baclofen (221.0 mcg/day, concentration believe to be "20 ,000 or 40,000").

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the patient. The patient reported their symptoms of severe stiffness and walking issues were resolved in 24 hours without treatment both times. The patient stated, "pre-bolus +3 before flight without relief". The patient did not follow up with a hcp. The patient indicated the pump was interrogated and "pump refills noted but no refills in (B)(6). The cause of the symptoms was unknown. The patient was receiving baclofen (224 mcg/day, 2500 mcg/ml). The pump status was checked and was functioning normally.